Event description:
Boston scientific received information that this pacemaker, atrial, right ventricular leads were to be explanted due to a patient infection. The patient was hospitalized and treated with antibiotics. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
These product were explanted and a return reqeust was made.